Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: on the 5th of may 2025, the reported date of occurrence, the pump was turned on at 4:55pm. The vtbi parameters of a chemo therapy were set. A vtbi of 553.30 and a flow rate of 184.40 ml/h were set. The therapy was started at 04:58am and was stopped at 08:00pm. In total 509.38ml were infused. The door was opened, and the space line was selected again at 08:12pm. At 08:15pm, a flow rate of 282ml/h and a volume were set of 282ml. The therapy was started. At 09:10pm the vtbi near end alarm occurred. The therapy was stopped and the door was opened of the pump at 09:13pm. 780.46ml were infused until this moment. The space line was selected again and a new vtbi therapy of 282ml were started at 09:19pm. At 10:12pm an pressure upstream alarm occurred. 923.11ml were infused. The door was opened and the pump was turned off at 10:16pm. According to the history files, the pump works within specifications. Therefore, the defect is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on (B)(6) 2025 at 9:15pm, ssn edna choy siew fang informed sister mazuin that patient's infusion pump was beeping for completion of chemotherapy. Upon checking the bag there was still balance of almost half full IV carboplatin (over 1 hour) in the bag. Rate and total volume was entered correctly upon start of chemotherapy, and was due for completion at 9:15pm as it started at 8:15pm. Ssn edna reviewed the patient at 9:15pm and noticed that the drip tubing inside the pump was flattened when she opened the door of the pump, no kinkage seen and the tube was properly aligned. Tubing was removed from the b braun pump and reinserted again into the pump after deflating it. Ssn edna flushed IV cannula with good blood backflow. IV carboplatin was completed at 2215 hours, with nil reactions. Investigation: at 5pm, IV paclitaxel was started at 184.4ml/hr with good backflow of blood seen. It completed at 8:15pm with nil reaction and complications. IV carboplatin was then started at 8:15pm running at 282mls/hour. Good blood backflow seen prior. Due for completion at 9:15pm. No change of b braun machine used in between chemotherapy."